Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was intended to be implanted on the endovascular treatment of a 48mm thoracic aortic aneurysm. It was reported that, during the procedure, there was a difficult to insert the device. The preoperative evaluation showed severe calcification in the bilateral approach, the diameter of the right approach was 7 mm, and the left approach was 8 mm. The intraoperative dsa and preoperative cta measured the distal end of lsa and the diameter was 34mm. A vamf3636c200te stent graft system was used to anchor at the distal end of lsa. The left femoral artery was incised, and it was very difficult to push the main body upward. Then the delivery system was withdrawn from the femoral artery, and it was found that there was a gap between the outer sheath of the stent and the tapered tip, and the stent implantation was interrupted immediately. The stent could not pass through, and other stents also could not be used. Per physician, the cause of the difficulty to insert was due to patient anatomy. The patient was older, and the severity of vascular calcification exceeded preoperative assessment. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Product analysis conclusion: the reported difficulty to position and subsequent deformation of the delivery system could not be assessed on the pre-implant films provided. The reported anatomical considerations that were a factor in the events could be appreciated on the images provided. Procedural angiogram from the index procedure were not provided and so did not allow for review of the reported positioning difficulties and deformation during the index procedure. It is most likely that calcification in the iliac arteries may have contributed to issues with passing the delivery system and this calcification may have increased narrowing in the iliac arteries. One photo shows the taper tip and the distal section of the graft/graft cover. A gap is visible between the taper tip and the graft cover tip. Blood is visible underneath the graft cover. The other photo captures the device post attempted delivery. The reported deformation in vivo was confirmed through review of the photos. B5; additional information received : it was reported that there was no gap noted between the tapered tip and graft cover pre-operatively. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion: the device returned with the external slider and tip capture release mechanism in the home position. An 8mm gap was visible between the graft cover and the taper tip. No other damage was noted to the remainder of the device. The reported deformation in vivo was confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.